Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states they are getting an m2 right motor fault error code when they hit a threshold. He states the problem is intermittent.

Manufacturer narrative:
Additional/updated information was added to reflect the right motor being returned to the manufacturer for evaluation. The result of the evaluation was that the motor calibrated and operated properly during the bench test; however, it was unable to be tested under load. Therefore, the original complaint issue could not be confirmed.

Event description:
The provider states they are getting an m2 right motor fault error code when they hit a threshold. He states the problem is intermittent.